Event description:
It was reported that: we have had a 7.5 et tubes that had pilot balloon integrity issues. We had to changeout the tube due to the balloon not staying inflated. There was no other patient harm or consequence reported due to the incidence. Associated complaints 3003898360-2024-00179, 3003898360-2024-00180.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: we have had a 7.5 et tubes that had pilot balloon integrity issues. We had to changeout the tube due to the balloon not staying inflated. There was no other patient harm or consequence reported due to the incidence. Associated complaints 3003898360-2024-00179, 3003898360-2024-00180 and 3003898360-2024-00181.

Manufacturer narrative:
Qn#(B)(4) the reported complaint of "does not stay inflated - pilot balloon" could not be confirmed since the actual sample was not returned. The customer returned two representative samples in place of the actual sample that resulted in the complaint issue. Upon functional inspection, no problems were found with either returned device as they were both able to properly inflate and deflate. No leaks were found with the sample. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. The probable cause of this complaint issue could not be determined without the actual device.